Event description:
High sodium (na) and chloride (cl) test results on the beckman coulter au5800 clinical chemistry analyzer. Many patient samples had erroneous high results for the two tests indicated. The patient's sample were contaminated after, suspecting a leakage from the ise sample probe causing contamination to the samples that produced the erroneous results. When repeated on an alternative sample from the same patient, given that the analyzer is operating properly without producing erroneous high results, the sodium (na) and chloride (cl) test results were normal. Issue has occurred several times this past half a year and was reported to the manufacturer. Manufacturer identified a faulty buffer valve which may have contributed to the erroneous results. At its peak, over hundreds of wrong high ion selective electrode patient results were generated. However, no results were reported out and no patients were affected. Additional measures and quality assurance protocols were set up to prevent wrong high sodium (na) and chloride (cl) results from being released. Upon repeating to confirm the test results of 153 sodium and 116 chloride on an alternative sample provided by the client, the result is 138 for sodium and 106 for chloride. This is one sample out of many.